Event description:
It was reported that the patient was presented for the elective replacement of the generator. The pulmonary vein exhibited ablation in the past year and also noise was seen on the atrial lead. The physician opted to replace the lead related to the noise, unsure whether damage could have occurred during the ablation. Through fluoroscopic evaluation it was revealed that the right ventricular lead was in a chronic malposition and the coil was only half way in the ventricle. The physician decided to replace that lead as well. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 11.6-11.7 cm from the pin consistent with lead friction to can. External insulation abrasion was noted at 2.5-2.8 cm from the distal pin consistent with lead friction to another device or the feature of heart. The etfe coating was intact at these location.

Manufacturer narrative:
Manufacturing date is mar 19th, 2017. It was not reported earlier.